Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since a conclusive root cause was not clearly given by the repair site, the probable cause of no image display is due to malfunction of the charged coupled device (ccd) unit or cable unit. No defects were found on the shipment record; therefore, the cable damage was attributed to operator¿s handling. Furthermore, the malfunction of the ccd unit may have been caused by uv deterioration of the sensor materials. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Once the camera was connected to the processor, it failed to prompt image signal. The tower was replaced by another equipment of the same brand. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the camera head is unable to display images. There was no patient involvement, no harm or user injury reported due to the event.